Event description:
The biomedical engineer reported that the nibp pump on the input unit, attached to the bsm, would not deflate.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported ay input unit's nibp function pumps to 160 mm hg but was not deflating. No troubleshooting details were provided. Device was sent to nka for evaluation and repair. Device was evaluated by nka repair center. The evaluation confirms the reported issue. It was observed that mpu board was damaged. The device gave an "air leak" message. The following part was replaced: sg-673p (nibp unit for mu-673). Service requested: evaluation and repair. Service performed: evaluation and repair. Investigation result: bsm 6000 service manual, 1st edition, defines the "air leak" message as belonging to criteria: 1) the cuff pressure does not change after inflation even after a certain period of time 2) the cuff or air hose is damaged. The actions to resolve the first criteria is to a) ensure the cuff to the air hose is connected properly and b) connect the air hose to the nibp socket properly. In case the issue belongs to criteria 2, the action to take is replace cuff and air hose. Due to the absence of troubleshooting details, it is unknown if customer had replaced hose and cuff. Nka repair center observed damaged to the nibp unit (sg-673p), however did not elaborate on where specifically the damage was. It is unknown if the damage was observed at the nibp connector. Per service manual, section 5.58, the nibp connector is located on the top of the sg-673p assembly. As the issue was resolved by replacing this assembly, and through the process of elimination, we conclude that there was a connection issue between the hose and the nibp connector. This is likely caused by the observed damage. Due to the lack of further information, the root cause of this connection issue could not be determined. Device was put into service on 3/21/2014. Service history for this device shows the following: on (B)(6) 2018, 300125621 - current incident. On (B)(6) 2016, 300066612 - device was reported having nibp issue where a reading could not be obtained. Pump (part # 532149b) was replaced. No damages were reported. This is unrelated to the current incident. Nibp is a frequently used function. Per service manual, sg-673p is a replaceable part. Investigation conclusion per service manual, section 5.58, the nibp connector is located on the top of the sg-673p assembly. As the issue was resolved by replacing this assembly, and through the process of elimination, we conclude that there was a connection issue between the hose and the nibp connector. This is likely caused by the observed damage. Due to the lack of further information, the root cause of this connection issue could not be determined. Correction: f9. Approximate age of device: the age of device is about 69 months.

Manufacturer narrative:
The unit was returned for evaluation and the reported issue was confirmed - the pump did not deflate and gave an "air leak" error message. The motherboard was found to be damaged. The motherboard and nibp unit were replaced to resolve the issue. The device was not in use on a patient at the time.

Event description:
The biomedical engineer reported that the nibp pump on the input unit, attached to the bsm, would not deflate.